Event description:
The complainant reported that an cp pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During support, the pump triggered "placement signal low" and false "impella in aorta" alarms during patient support. The pump remained in use for continued support. No harm or injury was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The product was not returned. The log was reviewed and parameters were stable throughout the run. Pump position in aorta and placement signal low alarms were confirmed. The cause of the false position in aorta alarm was most likely biomaterial. Optical sensor was functional.